Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head broke apart in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via social media on (B)(6) 2017 that he/she had just cleaned his/her teeth with an oral-b rechargeable toothbrush, version unknown, and the oral-b dual action brushhead broke apart in his/her mouth. The consumer stated that the brush head was not overly worn. No symptoms developed.

Event description:
A consumer of unspecified age and gender reported via social media on (B)(6) 2017 that he/she had just cleaned his/her teeth with an oral-b rechargeable toothbrush, version unknown, and the oral-b dualaction brushhead broke apart in his/her mouth. The consumer stated that the brush head was not overly worn. No symptoms developed. 05-jul-2017 received consumer's follow-up message: the consumer reported that the last dual head that he/she was using had now broken in two, exactly as the last one did, falling apart in his/her mouth. No further information was provided.

Manufacturer narrative:
05-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 14-jul-2017. Product return was received and investigated. Investigation results showed that the reason for the complaint is wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head broke apart in mouth / dual head has broken in two / falling apart in mouth [device breakage]. No adverse event. Case description: a consumer of unspecified age and gender reported via social media on (B)(6) 2017 that he/she had just cleaned his/her teeth with an oral-b rechargeable toothbrush, version unknown, and the oral-b dualaction brushhead broke apart in his/her mouth. The consumer stated that the brush head was not overly worn. No symptoms developed. (B)(6) 2017 received consumer's follow-up message: the consumer reported that the last dual head that he/she was using had now broken in two, exactly as the last one did, falling apart in his/her mouth. No further information was provided.